Manufacturer narrative:
D4 lot # - corrected from 21880186 to 21880186r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the subject flow diverter was confirmed to be in good condition after unpacking and during preparation, it was prepared as per dfu. Access was through right femoral. There was no resistance encountered during the flow diverter deployment. The flow diverter was confirmed to be fully deployed under fluoroscopy during the procedure. The patient¿s anatomy was not tortuous. The preoperative type, shape, and size of the intracranial aneurysm was saccular, irregular, neck 4.1 mm, dome 3.9 mm, height 4.4 mm. The size of the flow diverter was appropriate for treatment site. The current condition of the patient is mrs 2. No ae was reported, just imaging finding. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that patient underwent successful endovascular flow-diverter (subject stent). The subject stent was successfully deployed completely covering the aneurysm neck in the left internal carotid aneurysm (c6 segment), saccular, 4.35x3.94 (neck 4.1). 6 months post procedure, there was parent artery stenosis in subject flow diverter stent (stenosis rate: >75-100%) per dsa (digital subtraction angiography). According to the site, the reported parent artery stenosis in subject flow diverter stent was not related to the procedure, to the subject flow-diverter, dapt (dual anti-platelet therapy), to the disease under study and to an underlying condition or disease. Update: received additional information on 26-apr-2023 stated that there was reduction in the blood flow to the distal cerebral tissue due to reported stenosis. Current patient status is mrs (modified rankin scale) of 2.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that patient underwent successful endovascular flow-diverter (subject stent). The subject stent was successfully deployed completely covering the aneurysm neck in the left internal carotid aneurysm (c6 segment), saccular, 4.35x3.94 (neck 4.1). 6 months post procedure, there was parent artery stenosis in subject flow diverter stent (stenosis rate: >75-100%) per dsa (digital subtraction angiography). According to the site, the reported parent artery stenosis in subject flow diverter stent was not related to the procedure, to the subject flow-diverter, dapt (dual anti-platelet therapy), to the disease under study and to an underlying condition or disease.